Event description:
It was reported that the patient had a problem with the recharging belt. The belt kept breaking because his implantable neurostimulator (ins) was implanted on his buttock ¿on a curve.¿ the patient was almost ¿out of charge¿ on the implantable neurostimulator (ins) the patient¿s belt broke on the day of the report when he went to recharge the ins. The patient couldn¿t recharge the ins because he didn¿t have a belt. The patient had concerns with the device or therapy. The belt broke once a month on average. The surgeon placed the internal unit on the point of the patient¿s left hip instead of in the lower abdomen or in the hollow of the pelvic bone next to the spine. The patient wanted to make a recommendation for future implants that placement on the point or outside of the hip was not good as the charging process became a hassle as the belts break due to curvature of the clip. The patient additionally mentioned that the implantable neurostimulator (ins) had been moving in the pocket. The patient described this as ¿in and out of the muscle,¿ which began in 2014 and he started having issues with recharging. He had to stop using the recharging belt and use his back brace to charge so it would help keep the ins in place. The patient was unsure if the manufacturer¿s representatives (reps.) Were aware of this use but didn¿t know how they could not have because they had talked to the physician about these issues several times. The rep. Further noted that they were not notified of the battery moving under the skin. The only thing the rep. Did with the patient was interrogate him and perform a little reprogramming because the patient said he wasn¿t getting good enough coverage in his left or right leg they moved it around. There were no issues with the stimulator being on or off or anything like that. It was noted there was speculation on what the patient was doing. The rep. Was going to be meeting with the patient on monday supposedly to go through that. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was not recovered and the issue was ongoing. The healthcare provider was still evaluating the spinal cord stimulator (scs).

Manufacturer narrative:
Concomitant medical devices: product ID: a01411002, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger (B)(4).